Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated the cgm was displaying 129 mg/dl, compared to a finger stick reading of 26 mg/dl. She stated the patient was close to losing consciousness and provided her with cake icing and soda. At the time of contact, the patient was feeling lethargic but was doing better. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.